Manufacturer narrative:
Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's spinal cord stimulation implant kept randomly shutting down on its own after the device was fully charged. The patient was advised to discuss with the clinic. The issue was not resolved as of (B)(6) 2021. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use.